Event description:
Device malfunction: none. Adverse event: hypotension and neurological symptoms lasting > 48 hours. Time of adverse event: during and post procedure. It was reported via a trial that on (B) (6) 2010, during a left internal carotid artery stenting procedure, the pt experienced a seizure with brief tonic/clonic activity, hypotension, and bradycardia, during post-dilatation of the stent. The seizure activity resolved the same day. The hypotension and bradycardia were treated with vasopressors and inotropes. The bradycardia resolved on (B) (6) 2010, and the hypotension resolved on (B) (6) 2010. Post procedure (B) (6) on (B) (6) 2010, was 11, the pt was not diagnosed with a stroke, but has a history of sundowner's syndrome. On (B) (6) 2010, the pt experienced ventricular tachycardia fibrillation requiring CPR, defibrillation and amiodarone. On (B) (6) 2010, the (B) (6) has improved to 3. The pt was discharged back to a rehabilitation facility/skilled nursing facility on (B) (6) 2010. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent system was discarded. A follow-up will be submitted with all relevant info.